Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device info. Study event. The stent remains in the pt. The lot number was provided. Review of the device history record did not reveal any non-conformities which could have contributed to this complaint.

Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of syptoms/ae: after the procedure. It was reported that 14 days post an uneventful left internal carotid artery angioplasty stenting procedure, the pt was re-hospitalized with right hemiparesis and expressive aphasia and diagnosed with a left cerebral embolic stroke. The pt was started on heparin and remains hospitalized at this time. Although requested, there is no additional info available.